Event description:
This serious unsolicited device case was received from united states on (B)(6) 2013 from a consumer. This case concerns a (B)(6) female pt who experienced terrible pain below knees and difficulty walking after receiving synvisc one injection. The pt's relevant medical history, past drugs, concomitant medication or concurrent condition was not reported. On an unspecified date in spring in (B)(6) 2010, the pt received treatment with synvisc one in both knees at a dose of 6 ml once (route, batch/lot number and expiration date unk) for bone on bone. On an unspecified date, few weeks after receiving synvisc one injection, the pt experienced terrible pain below knees in muscle and legs. The pain was debilitating and she had difficulty walking. In (B)(6) 2010, the pt underwent the arthroscopic surgery due to terrible pain. On an unk date, doppler ultrasound of calves was performed which revealed no blood clots. The pain did not dissipate after arthroscopic surgery. It was reported that the pt never had pain prior to the synvisc one injections. Outcome: both the events were not yet recovered. Corrective treatment: arthroscopic surgery was performed for the terrible pain below knees in both legs in muscle and legs. A pharmaceutical technical complaint (ptc) was initiated with global ptc number (B)(4) and conclusion was pending for the same. Additional info was received on (B)(6) 2013 from a consumer. Indication and dosage regimen of synvisc one was added. Ptc number undated. Seriousness criteria of disability added for both the events.

Manufacturer narrative:
Pharmacovigilance comment: sanofi company comment dated 20-sep-2013: based on the info provided, the role of synvisc one cannot be ruled out for the occurrence for the events of terrible pain below knees in both legs in muscles and legs and difficulty walking. However, the lack of info regarding the past medical history, concurrent conditions and concomitant medications used by the pt precludes the complete case assessment. Sanofi follow up company comment dated 25-sep-2013: the pt had difficulty walking and bilateral knee pain which were assessed to be disabling. However, overall initial medical assessment of the case remains unchanged.